Manufacturer narrative:
The initial reporter also notified the FDA on 24 september, 2020. Medwatch report # mw5096542. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv had an occlusion. The following information was provided by the initial reporter: material no: 20039e; batch no: 20065859. It was reported that the reported extension set was attached ,and then was unable to withdraw blood nor flush.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on:(B)(6)2020. H.6. Investigation: one sample was returned by the customer. It was reported that the reported extension set was attached and then was unable to withdraw blood nor flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml syringe and infused with 10 ml of a blue dye/water mixture. The set was able to withdraw and flush the blue dye/water mixture. The failure was unable to be replicated. A device history record review for model 20039e lot number 20065859 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20065859 regarding item #20039e. A root cause could not be determined because the failure was unable to be replicated.

Event description:
It was reported that smallbore 6 inch ext vlv had an occlusion. The following information was provided by the initial reporter: material no: 20039e batch no: 20065859. It was reported that the reported extension set was attached and then was unable to withdraw blood nor flush.